Event description:
Hcp reports patient experiencing increased pain. Upon pump refill, the expected reservoir volume was 1.8cc and the actual reservoir volume was 8cc. No programming error was found. The patient was admitted to the hospital and placed on a patient controlled analgesia pump. The plan was to check the catheter and pump. Multiple attempts to secure more information from the hcp were unsuccessful.